Event description:
It was reported that patient received an alert for high hv lead impedance. It was noted that the patient previously presented in the or for device change due to normal eri and externalized conductors were found but not reported to sjm at that time. The patient was asymptomatic and no electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 22.1cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.